Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the ipg passed all test performed and revealed no anomalies.

Event description:
A report was received that the patient was experiencing warmness, discoloration, and swelling at the ipg site. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing warmness, discoloration, and swelling at the ipg site. The patient underwent an explant procedure.